Event description:
It was reported that the numbers displayed on the monitor are no longer accurate. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Lab analysis found the unit failed the color chip test and has a defective opto probe related to the age of the device. No parts are available for repair. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.